Manufacturer narrative:
Concomitant products: ddmb1d1 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced generalized weakness, heart failure symptoms and/or including pedal edema. It was also reported that the right atrial (ra) lead exhibited a low bipolar lead impedance warning, rising threshold, possible non-capture, oversensing of falsely recorded atrial fibrillation and no sensing on manual interrogation. The ra lead was initially reprogrammed to inactivate, then subsequently, capped and replaced. No further patient complications have been reported as a result of this event.